Manufacturer narrative:
D2b: procode: dqo, kra. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical corporation (tmc) (importer), registration no. 2243441, is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer), registration no. 3009500972.

Event description:
Terumo medical corporation received the following information: it was reported that during a y90 mapping procedure the progreat lambda was used to access the vessel for embolization during the procedure. They used a 016-fathom wire with progreat. During the procedure the lambda started to kink & stretch. With these issues they removed the catheter & opened another progreat lambda. The new lambda catheter worked well. They finished the embolization successfully & the patient left the room in stable condition. There was no blood loss. Additional information was received on 23-apr-2026: catheter elongation was observed before use of y90. The treatment was performed after the second catheter was opened.